Event description:
The dr reported separating a file in the pt's tooth during a dental procedure. It was also reported that the dr was not changing the settings on the dtc console to reflect the file being used. The pt was referred to an endodontist for further treatment. The file was retrieved and there was no report of injury to the pt.